Event description:
A facilities mgr reported when cutting the flap the resulting flap is thinner than required. Additional info has been requested.

Manufacturer narrative:
Additional info has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).